Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system on (B)(6) 2011. It was reported that the doctor removed the system on (B)(6) 2011. It was reported the pt had been picking at her leads and caused them to be exposed. The pt was placed on antibiotic therapy. There was no sign of infection.